Manufacturer narrative:
UDI not provided as this device is no longer manufactured.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the issue could not be replicated following a system reboot. No parts were replaced as system functioned as expected upon checkout. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in delivering training to clients on the navigation system. Demo patient images went missing after 3d model was created. There was no patient present when this issue was identified.